Manufacturer narrative:
Conclusion: the reported event indicates that the valve was deployed four times due to sub-optimal positioning; after the valve was released, the valve dislodged into the left ventricle and led to paravalvular leak (pvl). Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Computed tomography (CT) <(>&<)> cine clips were received for review. There is a valve load check for this event confirming a good load. The imaging provided confirms there are several attempts to deploy the valve and at 80 <(>&<)> 100% deployed the valve was deep in position with severe pvl. The valve was snared into the ascending aorta and a competitor valve was deployed in the annulus. The CT scan for this event confirms minimal calcium is present in the annulus. The CT imaging also confirms there is severe tortuosity present in both the ascending <(>&<)> descending aorta. Based on the image review, it was noted that minimal calcium is present in the annulus. This indicates that the lack of calcification may have caused the valve dislodged. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this event, the most likely cause of the pvl was due to the valve dislodged. A decision was made to snare the valve into the ascending aorta, though use of a snare to reposition the valve after deployment is complete is not recommended per the instructions for use (IFU). Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Updated h.6 - eval method, eval results, eval conclusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into an annulus perimeter of 87.3 millimeter (mm), due to less calcification no pre-dilatation was performed. The recommended implantation angulation was 26 right anterior oblique and 3 caudal. The procedure was performed in the left anterior projection. A good implantation depth at approximately 5 mm was found. After release of the valve, the valve dislodged into the left ventricle. Severe paravalvular leak (pvl) was reported and the mitral valve was affected. The valve was snared and pulled into the ascending aorta. A non-medtronic valve was implanted. No additional adverse patient effects were reported.